Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter?s investigation, the cause of the system error 2240 was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 and 2367 which occurred on home choice (hc) during use during drain 7 of 7. The baxter technical service representative (tsr) explained the alarm and had the care giver (cg) close clamps and then cycle power to clear both se 2240 and se 2367. The tsr advised the cg to finish the therapy with manuals. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.